Event description:
It was reported that foreign matter was found on prn cap of bd pegasus¿ safety closed IV catheter system. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, the nurse in the neonatology department of the hospital gave the patient a 24g straight sima with indwelling. After opening the package, she found that there was filth in the position of the heparin cap.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes, d10: returned to manufacturer on: 07-sep-2022. H6: investigation summary: a device history review was conducted for lot number 2049598. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was provided by your facility to aid in our investigation; our engineer noted that the device arrived in an open packaging unit and the component had foreign material present. The issue has been confirmed. Unfortunately there was not enough of the foreign material to obtain results from compositional testing. Based on visual analysis, our engineer has noted that the foreign body does appear to be general debris or dust. Given the open nature of the device our engineers could not determine if the foreign material occurred in the manufacturing facility or at the user facility after the opening of the packaging. H3 other text: see h10.

Event description:
It was reported that foreign matter was found on prn cap of bd pegasus¿ safety closed IV catheter system. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, the nurse in the neonatology department of the hospital gave the patient a 24g straight sima with indwelling. After opening the package, she found that there was filth in the position of the heparin cap.